Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed fio2 test occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error code e-183 indicating a pressure sensor failure were recorded in the device event log. The technician recommended replacing the system board to address the issue. In addition, the device failed the active exhalation verification therefore it was also recommended to replace the 3-way solenoid valve to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the fi02 tubing with in-line micron filters was replaced to restore normal operation unrelated to the reportable malfunction/issue. No alarms sounded at bench run and no cosmetic damage was found. The battery assessment was carried out and passed. The air inlet foam filter and particulate filter were replaced as a part of service. The device passed all final testing. New information: correction to box h (device) problem code grid: adjustments were made to the calibration code, and a mechanical code was added. A final report is being submitted at this time.

Event description:
The manufacturer received information alleging a failed fio2 test occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error code e-183 indicating a pressure sensor failure were recorded in the device event log. The technician recommended replacing the system board to address the issue. In addition, the device failed the active exhalation verification therefore it was also recommended to replace the 3-way solenoid valve to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the fi02 tubing with in-line micron filters was replaced to restore normal operation unrelated to the reportable malfunction/issue. No alarms sounded at bench run and no cosmetic damage was found. The battery assessment was carried out and passed. The air inlet foam filter and particulate filter were replaced as a part of service. The device passed all final testing.